Manufacturer narrative:
The patient was hospitalized and this lv lead was explanted and replaced. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A dislodgement of the left ventricular lead was observed. The patient was hospitalized. The intervention is planned.